Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up. When the patient was last checked in-clinic approximately 6 months ago, the remaining capacity to eri was 40%. The patient's most recent remote merlin transmission from (B)(6) 2016 reported a remaining capacity to eri of 13% with a remaining estimated longevity of 10.3 months. Based on the patient's programmed parameters and device history, the device did not meet its expected longevity. It was suggested monitoring closely and a generator change when the device reached eri.

Manufacturer narrative:
No conclusion code available. Final analysis found premature battery depletion in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The device was damaged during cut open and caused excess current on the hybrid; no further testing could be performed. The battery was removed and sent to the manufacturer for further evaluation and non-shorting lithium clusters were observed. The cause of the premature battery depletion could not be determined.

Event description:
New information received indicated that the device was explanted and replaced.